Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ICU main drawer 4 failed and displayed not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 4 failed and displayed error as device not detected on bus. The field service engineer (fse) identified during diagnosis that the cubie in row d had failed due to an overload condition. The customer removed some of the medication, after which the drawer was tested and confirmed to be operating properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.